Event description:
Consumer complaint of high blood results. Caller's normal fasting result should be 81-100mg/dl. Highest result in memory caller identifies as fasting is 179mg/dl on (B)(6) at 11:59 (before eating). Other results in memory: 173mg/dl (B)(6) 11:47 (before eating), 104mg/dl (B)(6) 3:52a (fasting), 140mg/dl (B)(6) 11:37 (before eating), 139mg/dl (B)(6) 4:23a (fasting). No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).